Event description:
Four hours after the stent was placed with tether - post ureteroscopy - the nurse in surgical daycare noticed that the bed was wet and the stent was hanging out of the urethra by about 2 inches. The stent was removed and replaced with a 6 fr. Stent. Additional information received 09/09/09.

Manufacturer narrative:
Product was not returned from the facility, a proper evaluation could not be performed. The stent was placed on the event date, nothing the doctor had used x-ray to confirm placement of the stent, within 4 hours the stent migrated downward and was protruding from the patient's urethra approximately 2 inches. At this time, the stent was removed from the patient noting no difficulties and the stent remained in tact (no pieces left in the patient). Following the removal of the original stent, a second stent was placed noting it to be a larger french size. During the follow-up with the facility, there was no indication of difficulty since the placement of the second stent. A product was pulled from stock and evaluated noting the product to be within specification. Should additional information become available it will be forwarded.